Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms. One was regarding the psi regulator being too low, typically produced during power cycling of the driver at clinical site or during data extraction and the other was due to low right drive pressure resulting in a permanent time-out. This is produced when driver is disconnected from the patient. Visual inspection of external and internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing was performed via a driveline disconnection test. Customer complaint was replicated when driveline was disconnected for more than 30 seconds and a permanent alarm occurred, including after drivelines were reconnected. Customer complaint was replicated during testing and device operated as intended. Failure investigation found no evidence of a device malfunction. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a (B)(6) hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup.